Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The serial number of the device could not be obtained and therefore, implant duration, manufacturing date, and expiration date could not be obtained.

Event description:
Medtronic received information that an unknown duration post implant of this aortic bioprosthetic root, the device was replaced valve-in-valve with a medtronic transcatheter valve due to severe aortic regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.